Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Device passed all incoming functional tests. Analysis found one side bail cover broken and the keyboard pad stained (cosmetic issue).

Event description:
It was reported that the external pulse generator generated an error message. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).